Manufacturer narrative:
This is the same event as 3010536692-2016-00457.

Event description:
Allegedly patient was revised the surgeon stated something to the effect of "pain and metallosis" (right). Posterior approach, replaced with depuy products.